Event description:
A report was received that the pt's precision sys was explanted due to staph infection around the pocket site. The pt was hospitalized and treated with IV antibiotics.

Manufacturer narrative:
The explanted devices will not be returned to bsn for eval.